Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d10: device available for evaluation? H6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary batch record review: lot 1g01787 was manufactured on 23/jul/2021, in ats #2 line, with a total of (B)(4) market units (mkus). Compliance engineer performed a batch record review on 29/mar/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material ID 1222277 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: photo related to the reported problem is available for evaluation. Unused return samples were received to confirm the reported problem. Conclusion summary of the related event: during the event summary and impact evaluation of this nonconformance report (ncr), with the support of the triage team expertise, the most probable causes of the problem identified: method ¿ pick and place vacuum nips not standardized. The appropriate actions will be taken through the corrective and preventive actions (capas). The investigation associated with related event record has been approved and was complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Event description:
It was reported that the opening of the hydrocolloid was not at the center. A total of four pieces were affected. The product was not used. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
Samples are requested but are yet to be received by investigator for investigation at manufacturing site.  Complainant street address: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.